Event description:
On (B)(6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic descending aortic aneurysm. A proximal type I endoleak was discovered during the procedure. Another gore tag thoracic endoprosthesis was implanted. The left subclavian artery was intentionally covered. The endoleak was resolved. The patient tolerated the procedure. On (B)(6) 2010, an aortic dissection from the distal flare of the tag device to the common iliac artery was noticed. The physician decided to monitor the patient. On (B)(6) 2010, the patient developed organ ischemia and lower extremity ischemia. Two additional gore tag thoracic endoprostheses were implanted. The entry hole was sealed. The patient tolerated the procedure. The images taken after the procedure showed expansion of the true lumen and shrinkage of the false lumen. The patient is being monitored in ICU. Further information and images were requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met pre-release specifications. Further information and images were requested. According to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak, transient ischemia, vascular trauma (e.g., ilio-femoral vessel dissection) and reoperation.